Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The tenku coronary dilatation catheter (cdc), instructions for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device. The tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that preparation of the tenku balloon dilatation catheter (bdc) was performed inside the body. During the procedure of the mildly tortuous, moderately calcified, eccentric, de novo, 90% stenosed, distal circumflex and marginal arteries, the 2.0 x 12 mm tenku bdc met resistance during advancement and ruptured at 14 atmosphere (atm) at the lesion. The device was removed without issue and the procedure was completed using a different 2.5 non-abbott bdc. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.